Manufacturer narrative:
On 10/07/2008, the extension has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced shocking in the right body which went away when the left deep brain stimulation system was turned off. High impedances were noted on the left stimulator system. The hcp decided to replace the left extension. At replacement surgery, it was determined that there was a break in the left lead. The hcp replaced the extension and sent it to the manufacturer for analysis. Lead replacement surgery was scheduled. Additional information has been requested.